Manufacturer narrative:
(B)(4). A visual inspection found that the jaws were clean with minimal blood and no residual tissue stuck in the jaws. The jaws were not locked and the handle was not jammed when received. Visual inspection noted nothing, such as a staple, lodged between the jaws that would cause the jaws to lock up. The device was latched and unlatched ten times on simulated tissue. It was found that although the latch intermittently caught on the internal a-track, the handle still released. The customer's report could not be confirmed.

Event description:
The customer reported that the device locked during use. Tissue around the jaws was resected in order to remove the device. There was no blood loss and no patient injury.